Event description:
It was reported that multiple cartridge alarms occurred during the load sequence with multiple cartridges. Customer reverted to an alternate pump for insulin therapy. Customer's blood glucose was 215 mg/dl.